Event description:
It was reported that difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and fluoroscopic guidance. Transseptal puncture (tsp) was successfully achieved using a versacross connect system, and a watchman trusteer access system (was) was advanced into the left atrium. A pigtail catheter was used to access the laa and angiography was performed for sizing. A 24mm watchman flx pro closure device and delivery system (wds) was initially attempted but deemed too small and exchanged for a 27mm wds. The device was deployed with appropriate positioning, compression (less than 25%), and satisfactory seal. However, upon attempted release, the closure device component did not detach from the delivery system component, despite multiple counterclockwise rotations of the deployment knob. The physician elected to recapture the wds, which was performed with some difficulty. Upon removal, the wds core wire was noted to be coiled and tangled at the distal end. Both the was and the 27mm wds were exchanged for new devices, and the new 27mm wds was successfully deployed and the closure device released without issue. No patient complications were reported. The patient fully recovered and was discharged.